Event description:
It was reported "they pulled the kit and noticed the banner didn't match the label on the top of the kit". No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4). The customer report of an incorrect product lidstock/pouch label was confirmed by visual inspection of the customer supplied video. The video showed that the banner and sticker label as part of the kit displayed that a 8.5frx16cm, 4-l catheter was included within the kit. However, the insertable lidstock displayed that the included catheter was a 7frx20cm, 3-l catheter. Additionally, the video showed that the catheter included within the kit matched the specifications of the banner/sticker label. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the video provided, packaging caused or contributed to this event. Investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "they pulled the kit and noticed the banner didn't match the label on the top of the kit". No patient involvement was reported.